Event description:
It was reported that interrogation revealed one short non sustained ventricular tachycardia episode showing oversensing on the right ventricular (rv) lead. All right ventricular lead parameters were normal. Provocation testing was performed but the signal could not be reproduced. The physician decided to monitor the patient at shorter intervals. The patient was stable.